Event description:
A customer reported an issue where their pump displayed an incorrect time, with the discrepancy being greater than five minutes. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation, following up if the discrepancy recurs.